Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to unknown reasons. Left hip.

Manufacturer narrative:
Please void all reports for medwatch no. 3010536692-2020-00018. Updated information on was received on 03/16/2020 that changed the reportability status of this incident. All reports for this medwatch should be voided.